Event description:
It was reported that the customer was hospitalized and currently in intensive care unit due to high blood glucose. Customer's blood glucose reading at the time of hospitalization was unknown. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test.